Manufacturer narrative:
D4 - the UDI number is not known as the part and lot numbers were not provided literature attachment: novel uses of the swift-ninja steerable microcatheter for pediatric cardiovascular interventions. As reported through a case study of a 5-week-old female patient born prematurely at 27 weeks was found to have a large patent ductus arteriosus (pda) with left heart dilation. A 5-2mm amplatzer piccolo occluder was chosen for implant. During procedure, there was a trivial shunt noted on the echocardiogram with no left pulmonary artery stenosis or coarctation prior to release from the delivery cable. After released, the device embolized to the main pulmonary artery. A decision was made to retrieve the device via transcatheter snare with a swift-ninja steerable microcatheter. Some of the complications reported were unexpected medical intervention, device embolization, and shunt. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The article, "novel uses of the swift-ninja steerable microcatheter for pediatric cardiovascular interventions", was reviewed. The article presented a case study of a 5-week-old female patient born prematurely at 27 weeks was found to have a large patent ductus arteriosus (pda) with left heart dilation. It was reported that on an unknown date, a 5-2mm amplatzer piccolo occluder was chosen for implant. During procedure, there was a trivial shunt noted on the echocardiogram with no left pulmonary artery stenosis or coarctation prior to release from the delivery cable. After release, the device embolized to the main pulmonary artery. A decision was made to retrieve the device via transcatheter snare with a swift-ninja steerable microcatheter. (B)(6).